Event description:
A customer reported that their pump indicated a cartridge alarm 5. The customer's blood glucose level was within the normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised the customer to ensure proper air removal from the cartridge before filling it. Despite this guidance, the customer was unable to load a new cartridge and resume insulin, encountering another cartridge alarm.